Event description:
The customer stated that she was hospitalized due to high blood glucose levels. Unable to conduct the high pressure test as the customer didn't have extra infusion sets. However, found that the infusion set was cracked and leaking insulin. Advised that this could be one of the reasons for her high blood glucose levels. Advised the customer to call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.